Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: during investigation, the pump powered up to constant vibration due to a cs 088 alarm. There was moisture observed through the display lens and in the battery compartment. A leak test was performed and failed due to a display lens leak and a crack in the battery compartment along the side. The pump was opened and there was moisture observed throughout the pump casing including the printed circuit board and on the vibration motor. The battery compartment was found to be cracked from the case seal traveling to the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the pump was emitted a constant vibration. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.